Manufacturer narrative:
Concomitant medical product: 693175 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath and was admitted to the emergency room (ER). The right ventricular (rv) lead alerted for a high impedance out of range warning on the pacing impedance. The lead had high pacing thresholds. The lead remains in use. It was further reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing noted on stored electrocardiograms. The lead remains in use. No patient complications have been reported as a result of this event.